Event description:
The customer reported that the c-cover broke off inside the patient during a therapeutic cystoscopy, retrograde ureteroscopy, holmium laser lithotripsy, and basket extraction procedure involving an olympus uretero-reno videoscope. It is unknown what contributed to the c-cover failure. The detached component was subsequently retrieved, and no patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.